Manufacturer narrative:
(B)(4). A maquet service technician has been assigned to investigate the device. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported the hydraulic fluid in the rotaflow drive holder leaked out, making it impossible to tighten or position properly. This device was in use on a pediatric patient when the malfunction took place the clinician was able to temporarily secure the rotaflow drive to the frame of the cart so treatment could continue. The device was not switched for another unit. There was no interruption of treatment and no reported patient effect. (B)(4).